Manufacturer narrative:
(B) (4). The actual sample was discarded and no companion samples are available for evaluation.

Event description:
During a follow up call regarding holes in the lines of the set on (B) (6) 2009, the home patient (hp) stated that three weeks ago he had a hernia and has a live infection. This report is related to the infection. The holes in the lines of the set and hernia are documented in separate complaints. The hp is on antibiotics and will be on hemodialysis therapy for six weeks. Additional information obtained indicated that the nurse was not working at the clinic when the patient was diagnosed with the hernia, so she does not know if it was pre-existing condition or a new diagnosis. In early (B) (6) of 2009, the patient was hospitalized for hernia surgery. After hernia surgery the patient was placed on manual exchanges with dianeal pd4 ultrabag (unknown dose) for 6 weeks to let the hernia heal. In (B) (6) of 2009, the patient was discharged home. On (B) (6) 2009, the patient resumed therapy with dianeal pd4 ambuflex (8l/day). On (B) (6) 2009, the patient was hospitalized for peritonitis manifested by elevated temperature, cloudy effluent and abdominal pain. On that date a peritoneal effluent analysis and culture were performed. The nurse did not have the results of the analysis or culture. She did know that the culture grew out 2 different bacteria. Per the nurse, she knew one of bacteria was an off shoot of e. Coli and the bacteria began with the letter a. The patient's peritonitis was treated with antibiotics. On (B) (6) 2009, the patient's peritoneal dialysis (pd) catheter was removed and the patient was placed on back-up hemodialysis. The nurse does not know why the pd catheter was pulled, but assumes it was due to the fact that catheter was infected. Per the nurse, the patient did not perform pd therapy when he was admitted to the hospital. On (B) (6) 2009, the patient was discharged home and still taking antibiotics. Per the nurse, the event of peritonitis is still ongoing. The event of elevated temperature was improving, but the patient still had low grade temps. The event of hernia was resolved. Per the nurse, she feels the cause of the peritonitis was due to a break in aseptic technique and was unrelated to dianeal therapies. The events of break in aseptic technique, elevated temperature and hernia are unrelated to dianeal therapies.